Event description:
It was reported that the patient¿s recharger belt broke and the recharger wasn¿t staying in place. No out of box failure was reported. No device returned. The patient¿s head was killing her and she had been out of stimulation since (B)(6) and now stimulation was off. The last time she recharged was (B)(4) before attempting to charge on the (B)(6) but she got frustrated because it wouldn¿t stay in place due to the broken recharger belt and gave up. The patient stated it was time to recharge and she was dying from the pain and kept throwing up as a result of the pain. The inside of her mouth was all bitten from biting it. It was noted the patient received their replacement recharger belt. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: pnma01411a004, lot# serial# unknown, product type: recharger. Product ID: 37754, serial# nku034841n, product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 97791, lot# n370557, implanted: 2013, product type: accessory, product ID: 3778-45, serial# va05wbd036, implanted: b)(6) 2013, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).